Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver failed to boot and charge. The unit only 3 vibrates continuously. The receiver download was unable to be retrieved. The receiver functional testing was unable to be performed. Opened receiver case for interior inspection: no moisture damage. The findings found receiver main-board u4 was defective, no clock signal at tp83 on testing. The complaint was undetermined for receiver ceases to function because the evidence could not found due to defective u4. A root cause could not be determine

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.